Event description:
It was reported that intermittent, unspecified alarms occurred. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Customer declined follow up from tandem technical support.